Manufacturer narrative:
(B)(4)

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo_12.6; -10/1.0/135 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. The lens was reported as having excessive vaulting. On (B)(6) 2024 the lens was replaced with a shorter length lens. This resolved the problem. Cause was reported as unknown.